Manufacturer narrative:
(B)(4). Review of the most recent repair record determined that the comb was damaged and the cutter did no pass testing; the comb was replaced however, the repair was not completed because the cutter cannot be repaired. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was tested at clinical engineering department and it was malfunctioning. No patient involvement. Event timing during kit inspection at engineering department. The investigation showed a damaged comb and this did not pass the cut test. No adverse event was reported as a result of this malfunction.